Manufacturer narrative:
(B)(4). Photos were provided by the customer. One photo titled "good io" showed a 25mm ezio cannula placed in the proximal tibia. The photo titled "bad io" showed a 25mm stylet placed into the proximal tibia. A review of the inspection records was performed. The needle sets are subjected to a weighing inspection which has the capability to detect if the needle cannula was missing. All samples passed the weight inspection indicating the needle set was manufactured in accordance with specifications. No sample was returned for evaluation. Based on a review of manufacturing records, there is no evidence which suggests a manufacturing or device deficiency. This product is subjected to a weight measurement prior to release which would have detected a missing cannula. It is possible for the reported issue to occur if the user mistakenly discards the cannula when the needle safety guard is removed. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The emt's attempted to use an io on a patient. After drilling it into the leg the emt was unable to unscrew the hub to insert the tubing. After he and others tried unsuccessfully they got a second needle and obtained access in the left leg. According to the lead paramedic on the call the patient died after a long resuscitation effort. The patient reportedly had a history of pancreatic cancer.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The emt's attempted to use an io on a patient. After drilling it into the leg, the emt was unable to unscrew the hub to insert the tubing. After he and others tried unsuccessfully, they got a second needle and obtained access in the left leg. According to the lead paramedic on the call the patient died after a long resuscitation effort. The patient reportedly had a history of pancreatic cancer.